Event description:
Pt admitted to ICU for air embolism after nurse that was manually returning the pt's blood answered a phone call and continued the manual return process without observing the blood tubing set for air. "The pt has since recovered".